Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was selected for implant into an atrial septal defect using a 10f amplatzer trevisio intravascular delivery system. It was noted during procedure, that the occluder exhibited a bulbous deformation when being deployed inside the patient. It's noted that contact with intracardiac tissues did occur during deployment. The deformed occluder was retrieved from the patient prior to release from the delivery cable. There were no bends or kinks observed in the 10f amplatzer trevisio intravascular delivery system. The decision was made to replace the deformed 20mm amplatzer septal occluder with a 19mm amplatzer septal occluder to complete the procedure, using the same 10f amplatzer trevisio intravascular delivery system. There were no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.